Manufacturer narrative:
The exact device implantation date is unknown. Complaint conclusion: as reported by the legal department, the plaintiff, underwent placement of a trapease vena cava filter on or about (B)(6) 2004. The filter subsequently malfunctioned and caused injury and damages to the plaintiff.  Including, but not limited to, severe constant chest pains and compromised respiratory system. As a direct and proximate result of these malfunctions, the plaintiff suffered serious injuries and damages and will require extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.  The product remains implanted and therefore is not available for analysis.  Additionally, as the sterile lot number was not available, device history record review could not be performed.  The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated.  The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. As per the instructions for use (IFU), implantation of the trapease filter is contraindicated in patients with uncontrolled infectious disease. There are possible patient and pharmacological factors that may have contributed to the reported events of severe and constant chest pains and compromised respiratory system. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff, underwent placement of a trapease vena cava filter on or about (B)(6) 2004. The filter subsequently malfunctioned and caused injury and damages to the plaintiff.  Including, but not limited to, severe constant chest pains and compromised respiratory system. As a direct and proximate result of these malfunctions, the plaintiff suffered serious injuries and damages and will require extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Event date has been updated. No additional information will be forthcoming.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease inferior cava (ivc) filter on or about (B)(6) 2004. Per the patient profile form (ppf), the device was implanted due to pulmonary embolus. The patient was reported to have tolerated the index procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, severe constant chest pains and compromised respiratory system. As a direct and proximate result of these malfunctions, the patient suffered serious injuries and damages and will require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The patient is reported to continue to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Chest pain and respiratory disorder do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient comorbidities, specifically coagulopathy, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information is pending and will be submitted within 30 days of receipt.